Event description:
It was reported that the patient underwent laparoscopic inguinal hernia procedure on (B)(6) 2015 and mesh was implanted. The mesh package was opened and glue was noted in the corner. The device was not used on the patient and the procedure was completed with a like device. There was no adverse patient consequence reported.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. The device was visually and functionally evaluated. During evaluation, the seal strength of the foil was tested at 4 still closed points. All test results met the specified quality requirements. The cause of the tearing of the foil could not be verified. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.